Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the event was due to faulty printed circuit boards. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A faulty patient board was discovered and causing no image to appear when 180 scopes were used. Additionally, the unit was equipped with the old software. It is recommended that the patient board be replaced and the software updated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their evis exera iii video system center was not providing an image during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.